Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was continue dripped during manual priming. The customer¿s blood glucose was 146 mg/dl at the time of incident. The customer was not wearing insulin pump during manual priming and drive support cap was normal. The insulin pump will not be returned for analysis.